Event description:
It was reported that when the pump was implanted it was implanted upside down. The patient went to get a refill and they couldn't find the port. X-rays revealed it was turned upside down. Emergency surgery was performed to "turn it back up". The patient indicated that he also takes breakthrough medication and has had difficulty in getting the prescriptions filled. The hcp was no longer going to be managing pump patients so the patient was in the process of trying to secure a new physician as his last refill was on (B)(6) 2013 and his pump is refilled about every 60 days. It was also noted that the patient had fallen 28 feet in 1992 prior to the pump implant, had a 3 level fusion and had his arm put back together. Bones from his hips were used and he ended up with an infection and he was "about a goner". Since that time, the patient has had about 16 surgeries. The device system was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8703w lot# l45809, implanted: 1998 (B)(6), product type catheter. (B)(4).